Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Upon opening up instruments in theatre it was discovered that the wrong trays had been dispatched to the hospital. The patient was already asleep and there were no sterile sets of the correct instruments in the area. Operation had to be cancelled and patient woken up. Patient was anesthetised and so had to be woken up without surgery having happened.